Event description:
The complaint could not be reproduced when return samples (where provided) and/or retain samples were evaluated. Therefore, co did not positively identify any failure mode or mechanism.

Event description:
Tips were attached to the syringes and the syringes were then extruded. There is no formally documented method for this extrusion test; it is generally associated with appearance method gm-062-89.

Event description:
Doctor's office called to report that the tooth conditioning gel was clogging in the tips of the syringes that they had recently ordered. The office then tried using the new tips on a used syringe and clogging still occurred when the user tried to express the gel.

Event description:
Since the alleged defect could not be reproduced internally, co's conclusion is that the doctor did not properly attach the tip to the filled syringe. Also, the directions for use state "gel should flow freely with gentle pressure. Do not use excessive force. If not , remove syringe from pt field and check for obstruction." Failure to follow these instructions could lead to the complaints of tips coming off. The directions for use also state to "discard needles after use, as needles may clog if gel is allowed to dry inside." Clogged tips could create the need for excessive force, leading to potential failure.